Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The patient reported they kept getting system problem rm03 on and off for about a month when trying to charge their implanted neurostimulator. Patient said they notified medtronic representative and was told to reset the controller, but the issue persisted. Agent reviewed information about rm03 message, patient confirmed the recharger paddle was getting warmer than normal while trying to charge their ins. The issue was not resolved. A request was sent to the repair department to replace the recharger. Patient asked if there were any alternative equipment options for the controller of their implant. Patient mentioned being in physical therapy and said they usually charge their ins while on exercise bikes, because normally sitting still to charge the ins drives them crazy.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type: recharger. Analysis of the [recharger], model [97755 ], s/n [(B)(6) ] found electrical failure - stuck on checking the recharger screen. Record the two values the number high (0) the number low (0). No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.